Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance greater than 2000 ohms and the threshold measurement was elevated to 5. 0 volts due to lead fracture at the ring portion. However, as per x ray there were no obvious signs of fracture. The threshold and impedance measurements were normal in unipolar configuration. This rv lead was surgically abandoned and replaced with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance greater than 2000 ohms and the threshold measurement was elevated to 5. 0 volts due to lead fracture at the ring portion. However, as per x ray there were no obvious signs of fracture. The threshold and impedance measurements were normal in unipolar configuration. This rv lead was surgically abandoned and replaced with different model. No additional adverse patient effects were reported.